Event description:
Additional information was received, which indicates that the material on the lens was gone after a few weeks and that there was no causal relationship between this symptom and iol.

Event description:
An ophthalmologist reported that on the first day following an intraocular lens (iol) implant procedure, there was a substance observed in front of the iol. The symptoms recovered within a few days of progress and the customer stated a possibility of postoperative inflammation. The iol remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: a company physician evaluated the photos that were provided and states that a true assessment may not be completed based on the provided pictures, the observed whitening of the anterior capsule and the whitish material on the iol surface and the capsular folds between the lens and the posterior capsule may be compatible with: anterior capsule opacification. Possible residual lens cortex debris and/or condensation of possible remnant ovd. Posterior caps. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).